Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Corrective action has been initiated for the reported issue.

Event description:
It was reported that when box of bone cement was opened, the inner package was not fully sealed. There was no patient injury and no delay in a procedure as a result of the event.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product shows the supplier package is open. DHR was reviewed and no discrepancies were found relevant to the reported event. Root cause of the event is attributed to a manufacture problem with the supplier's seal, which has been the subject of a previous corrective action. No further action is required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.